Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: while the instruments were being inserted in and out, the tip (clear) of the trocar broke off into the patient¿s cavity. Surgeon was able to remove the piece. The trocar was discarded but the account is returning the clear piece. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.